Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had low impedances on the s2 and s1 leads. X-rays showed no anomalies, however patient stated experiencing a shocking sensation and fluid leaking from the leads, possibly leading to a lead pullout. In turn, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that surgical intervention took place wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy and the issue has reportedly resolved.